Event description:
Customer reported the image rotates on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a 62 pin connector. System operates as intended.